Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (at 4 or 5pm). The patient reportedly obtained blood glucose results of "98mg/dl" with the subject meter and "156mg/dl" with his doctor's office meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known if the alleged issue occurred during a scheduled doctor's office visit. The patient's testing frequency is not known and the patient's usual blood glucose range is not specified; however, according to the csr's documentation the patient manages his diabetes with insulin (via insulin pump). Following the alleged meter issue, it is unclear what action the patient took in regards to his diabetes management and it is not known if the patient received any treatment from a health care professional (hcp). As a result of the reported meter issue, the patient claimed he developed symptoms of sweating and confusion at 11pm (on (B)(6) 2011) and two hours later, the patient indicated he administered treatment with food/drink. It is not known what the patient's blood glucose result was prior to the onset/ during her symptoms, it is not specified if the patient made any changes to his diabetes regimen, meals, or activity level prior to the start of his symptoms, and it is unclear why the patient waited until 1am to treat himself. According to the csr's documentation, sometime between 1-2am (on (B)(6) 2011) the patient obtained an unspecified result with the emergency medical service¿s (ems) meter and was also administered IV glucose as treatment by an hcp. It is not known if the patient required or received any additional form of medical intervention after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter and the patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
((B)(6) 2011)-the products involved with this complaint have not been returned to lifescan for product analysis. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. No conclusions can be drawn at this time. 510(k) # is k073231.